Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump passed the dat test at 0.08650 inches. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he was currently hospitalized due to diabetic ketoacidosis and the insulin pump may not be delivering properly. Blood glucose level at the time of admission was over 400 mg/dl. Blood glucose level at the time of the call was 120 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. During troubleshooting, the insulin pump failed the high pressure test. The customer was advised that the device would be replaced and agreed to return it for analysis.